Event description:
It was reported that the user performed incorrect supply change steps for the infusion set, tubing, and cartridge, including priming the infusion site with a syringe and connecting the syringe to the infusion site rather than transferring insulin to the cartridge, and required troubleshooting and education to complete the change. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change with continued device use and no alerts or alarms. Investigation included remote troubleshooting, step-by-step coaching on proper cartridge filling, tubing connection, and pump-guided priming and fill procedures. Investigation of this case revealed user technique error during the supply change, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation and use instructions.